Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change procedure on (B)(6) 2018, insulation degradation was noted on the right ventricular lead. The patient was asymptomatic and no electrical anomalies were noted. The lead was capped and replaced during the procedure. The patient was stable.